Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not follow aseptic procedure. Peritonitis was manifested by cloudy effluent. It was unknown if the patient was hospitalized for the event. On unreported date(s), the patient was treated with targocid injection 400 milligrams (route, frequency, and duration not reported) and netilmicin injection 100 milligrams in each bag (duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and on an unreported date, the peritoneal dialysis catheter was removed. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.